Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2022. The infection has cleared up and no further issues have been reported. The patient plans to move forward with another implant procedure.

Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the device was implanted, implanting the device at an off-label location, and device migration have been ruled out as potential causes. The infection was caused by severe water retention in the leg. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has water retention in their leg (user error - clinician). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.